Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that insulin leaked from the insulin cartridge resulting in elevated blood glucose levels. It was not confirmed where the leakage occurred, but it was most likely at the connection between the adapter and the infusion tubing.